Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath, and the telescope were observed kinked, and the catheter returned without the imaging window and the tip sections of the catheter. Microscope inspection revealed the lap joint section of the catheter showed that the imaging window was detached, and the imaging core was observed to be bent.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip of the ivus catheter fractured. The procedure was completed using another of the same device. The patients condition following the procedure was stable, and no other complications were reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip of the ivus catheter fractured. The procedure was completed using another of the same device. The patients condition following the procedure was stable, and no other complications were reported.